Event description:
It has been reported that the 18g x 1.16in (1.3 x 30 mm) insyte autoguard bc has been found containing foreign matter during use. The following has been provided by the initial reporter: it was reported that "there was a plastic hook or edge or bump of plastic on the end of the plastic catheter sheath; needle was dull/blunt; vein blown." Customer text: attempting to start an IV on a labor patient. Tried 3 times myself - on the third attempt noticed that the needle would not advance and had to be forced (more than normal to go in) I backed off and tried again. Upon further examination, I saw that there was a plastic hook or edge or bump of plastic on the end of the plastic catheter sheath. This was causing it not to be able to advance and could likely come loose inside of a patient if it were to fall off. (Yes I loosened the catheter from the needle before inserting like usual) after I spotted that I wondered if that was what had happened with the other two attempts. Though they did go into the skin, neither of them worked out and blew. The patient had easily visible veins, so normally wouldn't be considered a hard stick. Some nurses were talking about how they thought the needles a little while back were "dull". The next nurse attempted 2 more times and got the 2nd one. We inspected the needle tips carefully with each of those and didn't see any abnormality. I saved the packages of the 4 18 gauge needles we tried. I am not sure which two are the "bad ones" I also saved the needle and catheter tip from my 3rd attempt that I noticed had the "hook" on it. Of course it is a dirty needle hanging around too.

Manufacturer narrative:
Investigation summary: a review of the device history record revealed no irregularities during the manufacture of the reported lot. Although units were not returned, four photos were provided for observation of this incident. Photos show similar images of one (blue) 22ga iag bc catheter/adapter assembly with traces of media present in the catheter and adapter. There appears to be a small white piece of foreign matter at the tip of the catheter, though the photos do not clearly show the nature of the fm. Photo also show the top web (label) of four opened packages from (green) 18ga x 1.16in bd insyte autoguard bc product (ref. 382544): 2 packages are from lot 9008778 and 2 packages are from lot 9071662. Also shown in the photo are 2 unused insyte autoguard blood control units removed from packaging and without needle covers; one 18ga (green) and one 20ga (pink). Conclusion(s): relationship of device to the reported incident: indeterminate - the characteristics of the reported foreign matter at the tip of a 22ga bd iag bc unit could not be identified as the photos did not provide sufficient detail. The source of the fm was not determined as the unit observed in the photos was opened and used. Without the actual sample for evaluation and testing there is no physical/mechanical evidence to confirm or support manufacturing process related issues for the reported defect.

Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9071662, medical device expiration date: 2022-02-28, device manufacture date: 2019-03-12. Medical device lot #: 9008778, medical device expiration date: 2021-12-31, device manufacture date: 2019-01-08. Device evaluated by MFR: a device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the 18g x 1.16in (1.3 x 30 mm) insyte autoguard bc has been found containing foreign matter during use. The following has been provided by the initial reporter: it was reported that "there was a plastic hook or edge or bump of plastic on the end of the plastic catheter sheath; needle was dull/blunt; vein blown." Customer text: attempting to start an IV on a labor patient. Tried 3 times myself - on the third attempt noticed that the needle would not advance and had to be forced (more than normal to go in) I backed off and tried again. Upon further examination, I saw that there was a plastic hook or edge or bump of plastic on the end of the plastic catheter sheath. This was causing it not to be able to advance and could likely come loose inside of a patient if it were to fall off. (Yes I loosened the catheter from the needle before inserting like usual) after I spotted that I wondered if that was what had happened with the other two attempts. Though they did go into the skin, neither of them worked out and blew. The patient had easily visible veins, so normally wouldn't be considered a hard stick. Some nurses were talking about how they thought the needles a little while back were "dull". The next nurse attempted 2 more times and got the 2nd one. We inspected the needle tips carefully with each of those and didn't see any abnormality. I saved the packages of the 4 18 gauge needles we tried. I am not sure which two are the "bad ones" I also saved the needle and catheter tip from my 3rd attempt that I noticed had the "hook" on it. Of course it is a dirty needle hanging around too.